Event description:
It was reported that balloon overexpansion occurred. Following implantation of a megatron stent, a 5.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon was inflated beyond the marker band to the cone area. The balloon appeared to have been inflated by more than 20mm, well beyond 8mm. No patient complications were reported.